Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results, as to what may have caused the reported incident. The instrument was returned with the cartridge cover broken off and missing. The instrument was returned empty and locked out. The instrument is designed to lockout, when all the clips have been fired. No testing could be performed as the instrument was returned empty. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, that the clips would not advance. Another like instrument was used. There was no adverse pt consequence.